Event description:
It was reported that during pericardial drain removal, the bedside nurse noticed that the drain was damaged, half of the tube was broken horizontally. The drain removal was paused and called critical care doctor. The critical care doctor removed the remaining length of drain with forceps. Portable chest x-ray was ordered and the issue was resolved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No investigation or root cause analysis could be conducted given that no complaint sample was returned, or lot number provided. D3, d4, e4, g5 are unknown.